Event description:
It was reported that after the patient received a shock , there was no capture and ventricular arrhythmia ensued. It was later reported that the patient was deceased and died the same day. A cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Follow up for additional information is in progress and a supplemental report will be submitted if additional information is received. Concomitant medical products: product ID: 1688t, competitor lead, implanted: (B)(6) 2007. (B)(4).